Manufacturer narrative:
Concomitant medical products: model: 419678, lead; implanted: (B)(6) 2009, model: 4244, competitor lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain to the emergency department. A remote transmission revealed the right ven tricular (rv) lead displayed intermittent t-wave oversensing (twos) on stored electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.